Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28/oct/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Patient reported unknown side "stopping breastfeeding due to not enough milk production¿. Patient additionally reported "treatment for left side breast infection". Device has been explanted.

Manufacturer narrative:
Fi results: an additional analysis was performed to determine any pattern or any similarities. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations, maintenance and validations of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported unknown side "stopping breastfeeding due to not enough milk production¿. Patient additionally reported "treatment for left side breast infection". Device has been explanted.